Manufacturer narrative:
Argus case: (B)(4).

Event description:
Bristles come loose and are then in the throat [foreign body in throat]. Bristles come loose and are then..in the mouth [foreign body in mouth]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a patient who received gsk toothbrush (dr best x- zwischenzahn toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. Co-suspect products included gsk toothbrush (dr best zwischenzahn) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started dr best x- zwischenzahn toothbrush at an unknown dose and frequency and dr best zwischenzahn. On an unknown date, an unknown time after starting dr best x- zwischenzahn toothbrush and dr best zwischenzahn, the patient experienced foreign body in throat (serious criteria haleon medically significant), foreign body in mouth and product complaint. The action taken with dr best x- zwischenzahn toothbrush was unknown. The action taken with dr best zwischenzahn was unknown. On an unknown date, the outcome of the foreign body in throat, foreign body in mouth and product complaint were unknown. The reporter considered the foreign body in throat and foreign body in mouth to be related to dr best x- zwischenzahn toothbrush and dr best zwischenzahn. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 26apr2023. The consumer reported that "I've been using your toothbrushes for years now and have always been very happy with them. In principle, I use the dr. Best x-zwischenzahn as well as the dr.best zwischenzahn. Unfortunately, I already have the eighth toothbrush in a row, where the bristles come loose. The bristles come loose when brushing and are then in the mouth or in the throat. This is very unpleasant and, in my opinion, represents a major defect. I would be grateful if you could check this in your production." Follow up information received via email on 27apr2023. Additional details: the consumer reported that"I used the newest toothbrush in a row, where the bristles go out. As requested I am sending you the pictures. Unfortunately, I no longer have any packaging for the other toothbrushes. I hope that the photos are sufficient." Follow up information received via email on 27apr2023. Additional details: the consumer reported that "I will use toothbrushes from other manufacturers in the future that do not break down into their components." Initial and follow up processed together. Follow up information was received on 05may2023 from quality assurance (qa) department regarding complaint (B)(4) (issue number) and (B)(4) pqc number) for lot number unknown. Investigation evaluation: receipt sample: schiffer didn't receive the sample for investigation, yet. Notice: the following details assume that it is product of schiffer. Root cause analysis: the review of manufacturing / packaging batch records is not possible due to the lack of toothbrush/packaging batch number. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. Follow up information was received on 05may2023 from quality assurance (qa) department regarding product quality complaint with case number 04800169 for unknown lot number. Investigation evaluation:condition of complaint sample(s), description of complaint. Classification : critical receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer. Root cause analysis:the review of manufacturing / packaging batch records is not possible due to the lack of toothbrush/packaging batch number. Further investigation is not possible without receiving the batch number or complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. A final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, unsubstantiated. The pqc number was reported as (B)(4).